Manufacturer narrative:
Batch review performed on 12 september 2018. Lot# 112829: 42 items manufactured and released on 12 december 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, 41 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening 6 years and 4 months after primary. The surgeon revised the stem, head and liner. The surgeon used another company's stem and head with a medacta liner.